Event description:
A pt service rep (psr) contacted zoll customer support before fitting a pt to report that the battery charger power cable was damaged. The pt was fit with a functional charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (damaged power cord) has been confirmed. Upon evaluation, the power supply cord was cut open. The root cause of the damaged power supply cord cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective power supply. The pt was issued a replacement battery charger.